Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 1022203 - 200-02-38 - three peg patella 38mm 727408 - 204-04-45 - trapezoid tibial tray sz 4f/5t 918521 - 204-32-01 - fluted stem extension 11l x 12 mm 468732 - 204-45-05 - tibial augment block 1/3-sz 5 5mm 1036935 - 204-70-00 - tibial stem ext. Screw 1008148 - 234-02-04 - optetrak asy,ps cemented femoral, sz 4,

Event description:
It was reported that this 82 y/o male patient's left knee was revised approximately 17 years post op. The patient was revised due to infection. Patient was revised to same size ps tibial insert sz 4 9mm. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined from the information provided, but may be related to an underlying patient condition. Based on the length of implantation, the infection does not appear related to the device or surgical procedure, therefore sterile certification and/or final endotoxins reports were not reviewed. Infection is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.